Event description:
Nursing leadership voiced a concern over the similar packaging on the covidien tb and insulin syringes. There is some coloring coding on both packages but the color choice is very similar. The insulin syringe does state "insulin" in modest print. Our cno stated packaging at one time was bright orange for insulin and brown for tb. The covidien packaging is white for both products with a pale orange/yellow stripe on the insulin syringe. The tb has the same coloring behind the needle size. The desire is the packaging to be more visually discernible between the syringes. The minimal color coding is more confusing than helpful because the same color is used on both packages. This similar coloring increases the risk of a nurse giving cc's of insulin instead of units of insulin.